Event description:
Customer reportedly obtained results of 150mg/dl, 100mg/dl, and 75mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.